Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so the pump and the cuff were explanted and replaced. No patient complications reported.